Event description:
Customer reported a malfunction alarm with the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. Customer was instructed to put the pump into storage mode and return it with a prepaid label within 10 days.